Event description:
It was reported that surgical intervention occurred on (B)(6) 2021 and the lead fragment was explanted.

Manufacturer narrative:
The allegation the lead was fractured during explant was confirmed. The lead was returned incomplete. Only a 36cm middle segment and an 8cm terminal end segment was received. The stimulation end was missing. Per the event details, the lead segment was left inside the patient. The root cause of the fracture is consistent with the lead being subjected to stress during the explant procedure.

Event description:
Related manufacturer reference number: 1627487-2021-17961. It was reported that the patient had an elective system explant on (B)(6) 2021 and a lead fractured during the explant. Part of the lead was left in the patient in the epidural space. As a result, surgical intervention may occur to address the issue. It is unknown which lead fractured, so both are being reported.